Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1242009. D.4. Medical device expiration date: 2/11/2022. H.4. Device manufacture date: 8/30/2021. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using rapid detection of sars-cov-2 veritor (material # 256082), batch number 1242009. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend against false positive results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that the bd rapid detection of sars-cov-2 veritor¿ gave false positive test results. Pcr testing was performed, but the results have not been received. There was no indication that results were reported out, and there was no patient impact. Eua # (B)(4). The following information was provided by the initial reporter: reported a false positive result on covid test. Called the customer to follow up. She doesn't have pcr results back yet and she needs me to contact her again next tuesday.

Event description:
It was reported that the bd rapid detection of sars-cov-2 veritor¿ gave false positive test results. Pcr testing was performed, but the results have not been received. There was no indication that results were reported out, and there was no patient impact. Eua # (B)(4). The following information was provided by the initial reporter: reported a false positive result on covid test. Called the customer to follow up. She doesn't have pcr results back yet and she needs me to contact her again next tuesday.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.